Event description:
The complainant stated two nurses were transferring a patient from her bed to a wheel chair, the caregivers turned the lift around and hit a cabinet which made the patient swing from side to side in the sling, causing the patient to fall out of the sling and hit her head on the floor. The patient required stitches for her head and is doing fine now. The facility manager believes the nurses' did not have the patient properly secured inside the sling.

Manufacturer narrative:
The field service technician found there was no visible damage or issues with neither the lift nor the sling bar or sling that the facility was using. The safety latch on the sling bar was on and working properly.